Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states when tearing gauze, it frays and pieces of cotton get into the surgical wound. It only frays when torn. It did not fray when torn about 6 months ago.

Manufacturer narrative:
The device history record (DHR) for the lot indicates that no issues were found in samples inspected from the lot. A review of maintenance records, both corrective and preventive, and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product. A review of the machine setup was conducted and that there were no issues. An unopened package was returned for analysis. The package was compressed (damaged) but the lid was not peeled back. Upon opening the package, there were 10 banded sponges within. The sponges were visually inspected and no fraying or loose threads were observed. One corner of the top 2 sponges was folded over about 1 inch as a result of the compressed package. The sponges generally do not meet the quality requirements because of the compressed package and the folded sponges. Product analysis could not confirm if the failure contributed to the reportable event. From the description provided by the customer, a potential root cause could be the improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As part of the in-process visual inspection, requirements are met for inspection linting/contamination. The description of the reported condition indicates improper use of the product, thus no corrective or preventive action is required at this time. If a sample is received, this complaint will be reopened for further investigation. This information will be utilized for trending purposes to determine the need for corrective actions. Review was performed on the sponge machines which produce the 4 x 4, 16 ply sponges to ensure proper machine set up. No other containment was required as the reported condition did not indicate defective product, but did indicate product was improperly used.